Event description:
The manufacturer received information alleging a patient with an dreamstation auto CPAP device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a patient with an dreamstation auto CPAP device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The dreamstation auto CPAP was returned to the manufacturer service center for evaluation, and the customer's complaint was not addressed. No components were replaced to correct a malfunction. The device was tested and passed all final testing. The device is awaiting scrapping confirmation. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.